Manufacturer narrative:
H10: after further troubleshooting the reported issue was not duplicated. The touchscreen was replaced as preventative measures against recurrence. The unit passed required performance verification tests per philips standards. Based on information provided and/or service performed it was not confirmed unit did not meet product specifications. The device was being used for treatment when the reported event occurred. The device was swapped out with a different device to use on the patient. No medical intervention provided to the patient, nor a delay was noted.

Manufacturer narrative:
H10: after further troubleshooting the reported issue was not duplicated. The touchscreen was replaced as preventative measures against recurrence. The unit passed required performance verification tests per philips standards. The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Pil tech could not find any issues with touchscreen calibration during the diagnostic check. This touchscreen passed all diagnostics testing. Pil tech verified that the suspect touchscreen passed the functional testing per test#3 in the service manual. Pil tech verified that the touchscreen touch points are aligned on the standard test bed (stb) and verified that all touchscreen flex cable circuit resistance verification and resistance ratio measurements were within the specifications. Pil could conclude that the touchscreen operates as designed/ no fault found. H11: d4 - product UDI #

Event description:
Philips received a complaint by the customer on the v60, indicating that the device had something wrong with the touch panel calibration. The device kept operating when the issue occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp tried to calibrate it but couldn't complete it.

Manufacturer narrative:
(B)(6).